Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The biopsied nodule was 7x12 mm and in the left lower lobe (superior segment). The distance from the pleura was not recorded, but the physician noted that it was not a very peripheral nodule. Tools utilized included a 21g flexision needle (8 passes), a 23g flexision needle (8 passes), and a cytology brush (4 passes). Imaging modalities used were c-arm fluoroscopy, cone beam, and radial endobronchial ultrasound (ebus). Per the physician, there was no technical malfunction of the ion system. The pneumothorax was not recognized until planning computerized tomography (CT) done 12 days later. A pneumothorax of approximately 40% was identified, so a chest tube was placed and the patient was admitted for 4 days. The diagnosis obtained from pathology was non-small cell carcinoma/not otherwise specified (malignant). Currently, the patient is discharged and undergoing radiation therapy for the diagnosed tumor.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.